Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were bought to the emergency room due to low blood glucose. Customer's blood glucose was not provided at the time of the incident. It was unknown if customer was wearing the insulin pump at the time of the ER visit. Customer thinks she may have given too much insulin for her meal. The customer also reported another incident where blood glucose rose to 600 mg/dl. The customer removed the infusion set and it had a bent cannula. No details provided as to how the customer treated for high readings. No products will be returned for analysis.